Event description:
Caller reported that the t:slim x2 pump battery would not charge, leading to a pump shutdown and inability to turn the pump back on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer used different charging supplies, including a different wall adapter and charging cable from tandem. Technical support informed the caller about the need to reset insulin on board and max hourly bolus to zero and manually restart cgm sessions whenever the pump turns off or is reset. The caller was advised to monitor the situation and call back if the issue persisted, and they understood the instructions provided.